Event description:
Reporter alleged blood glucose measured 439 mg/dl at 2:52 pm back to back with a result of 192 mg/dl performed at 2:55 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.